Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced fall. High impedances were noted at programming. It was also noted that with positional alterations the impedances fluctuated. Patient is monitored by the physician for any change in the patient¿s condition. Surgical intervention was undertaken wherein the extension was explanted and replaced.